Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The customer was advised to return the epg for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connectors and it was additionally noted that the hanger was broken off, there were 820 errors found in the log indicating that the main printed circuit board was out of specification in an electrical manner, the keypad window was scratched and the main label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.